Event description:
Additional information received from a manufacturing representative reported the cause of the high impedance was not determined and it was unknown if any additional actions had been taken. The error message stated the specific amplitude values was unable to be programmed without specific reasons for limitations other than an error code. When the health care provider (hcp) tested electrode impedances they found the high impedance values. When the hcp had run into the issue previously with the same patient, they were able to bypass the programming limitation by using the patient programmer to adjust the amplitude to the desired level.

Manufacturer narrative:
Product ID: 3387s-40, lot# v883770, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v883770, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 8840, serial# (B)(4), product type: programmer.

Event description:
Information was received from a company representative and a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported they were trying to program a patient and while they tried to increase the amplitude from 3.3 to 3.6 ma, the clinician programmer gave a message ¿the entered value cannot be used with the existing values¿. Her other parameters included: 90 ¿s and 175 hz with therapy impedance of 1,955 ohms/7.157 ma. This was not the first occurrence of this message for her with this particular patient. Previously, the health care professional (hcp) used the patient programmer (pp) to achieve the desired amplitude levels as the clinician programmer would not allow the changes. An electrode impedance test was performed and there was high impedance: 0/2 4924 ohms, 0/3 5165 ohms, 2/3 4796 ohms and 8/10 4126 ohms. No symptoms were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.